Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this patient presented to the emergency room as they had experienced syncopal episodes. Review found that the right ventricular (rv) lead exhibited oversensed noise which resulted in pacing inhibition and asystole greater than 2 seconds. In addition, low out of range pace impedances of less than 200 ohms were seen and inappropriate atrial tachy response (atr) episodes had also been stored. The patient was monitored until a revision procedure could be performed. The rv lead was then removed and replaced. Insulation damage was suspected. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. The lead was found to be electrically discontinuous. The lead's outer insulation was slit in order to visualize the inner insulation. Visual inspection then noted that the inner insulation was abraded through approximately five centimeters from the tip of the lead. This pattern of abrasion is most likely due to movement or interaction between the inner and outer coils of the lead. The clinical observations of low impedance as well as sensing and pacing issues were likely the result of the lead damage observed in the laboratory.

Event description:
This report is being filed as device evaluation has been completed.